Event description:
It was reported that the patient experienced phrenic nerve stimulation. The left ventricular lead was noted to be dislodged. The lead was explanted and replaced. The patients condition was good after the surgical procedure.

Manufacturer narrative:
Final analysis found normal device characteristics.